Event description:
It was reported that during a thoractomy procedure, the atw35 locked out on the pulmonary artery causing a tear and significant blood loss. Three units of blood were transfused due to the tear in the pulmonary artery.